Event description:
A patient reported blood glucose results of 178 mg/dl and 142 mg/dl with a lifescan meter, performed within 10 minutes of each other. The patient test the night before and obtained results of 260 mg/dl and 205 mg/dl with the reported meter. Meter and test strips were replaced.